Event description:
Patient with chronic non-healing wound of lower extremity and with a recent flap placement had an infusion of vancomycin 750 mg IV in 250 ml normal saline bag. This setting was selected from the IV pump library to run for 1 hour. At end of infusion, pump had soft alarm of rate 0/volume to be infused 0. There was still medicine fluid in the bag; the rn estimated 25 ml remaining, added volume to be infused 25 ml and restarted pump. After infusion, pump soft alarmed rate 0/volume to be infused 0, and pump automatically stopped. Rn responded to alarm. Pump had only beeped twice. Rn visualized that IV bag was empty, drip chamber was empty, and air in line past the cassette chamber. IV tubing was removed from pump. Measured amount of air in line from cassette to fluid was 42 inches. From line where fluid started to end of tubing (patient side) was 35.5 inches. No air reached the patient. Pump was put on standby and pump removed from service. Biotechnician was notified; pump and tubing were given to biotechnician.====================== health professional's impression======================cause of air in line is unknown. Pump was tested to verify problem - after several tests, biotech could not duplicate the "air in line" problem.====================== manufacturer response for IV pump and tubing, symbiq IV infusion pump======================hospira is aware of the "air in line" complaint. Hospira issued a clinical bulletin april 2010 for symbiq infusers. The bulletin alerts users that hospira has recently received customer reports that the pump is not detecting air in line at the end of an infusion. Hospira is still looking for the root cause. Hospira initial investigation indicates that the condition may occur when a fluid droplet forms in the wall of the tubing directly in front of the air sensor in a dry or partially dry administration set.